Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was 532 mg/dl. The customer stated that the insulin pump keeps threshold suspending because sugar glucose is 55. It was explained to the customer that this is the issue of sugar glucose versus blood glucose. The troubleshooting was performed. The customer was advised to give sensor time to stabilize and calibrate. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.